Event description:
The customer called and stated that while doing a manual prime, the insulin came out from the needle and the numbers did not appear on the screen. The customer changed the reservoir and the pump is working. The customer was hospitalized for low bgs and was in coma few days prior to the call. The customer was treated with glucagon and IV. Advised the customer to discontinue the pump and revert to back up plan.